Manufacturer narrative:
(B)(4). The device was manufactured august 24, 2014 - august 25, 2014. Evaluation summary: the device was received for evaluation out of its original packaging. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging, it could not be determined if the cap was in the original packaging before opening. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was missing its sterility cap. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.